Event description:
On (B)(6) 2012 the reporter contacted the animas corporation alleging a keypad malfunction. The reporter claimed that the up arrow button was unresponsive and that the issue began on (B)(6) 2012. The reporter claims that the patient wore the pump on the outside of clothing. There was no reported adverse event with this complaint. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing he down arrow keypad button was intermittently unresponsive and the up arrow was unresponsive. The ok button responded appropriately. During investigation, evidence of contamination was found under the contrast, up and down arrow keypad contacts.